Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) during their index hospitalization on (B)(6) 2018. The patient had a 2-minute episode of ventricular tachycardia, which spontaneously resolved. Later in the afternoon, they developed a wide complex tachycardia at a rate of 150 beats per minute with subsequent hemodynamic compromise. Amiodarone was initiated and a 300 j shock was given at bedside with restoration of a paced rhythm. Device interrogation demonstrated atrial fibrillation/flutter with rapid ventricular response. During interrogation, rhythm was consistent with sinus rhythm with intermittent atrial tachycardia. The patient historically, had not received a shock for vt, but had received anti tachycardia pacing (atp). The patient had recurrent vt since the night of (B)(6) 2018 with atp (5 schemes) as well as implantable cardioverter-defibrillator (ICD) shock x2 in addition to external shock. The patient was given one dose of lidocaine and ultimately intubated. There was concern that lvad cannula placement was contributing to vt and a transesophageal echocardiogram (tee) was ordered, the patient was continued on intravenous (IV) amiodarone and lidocaine was added and ICD therapies were turned off. The patient was intubated and sedated and continued on IV medication, vt was noted to be quiescent overnight. The tee was performed on (B)(6) 2018 and demonstrated good cannula position which was confirmed with a computed tomography (CT) scan.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remained ongoing until (B)(6) 2024 when they expired due to acute decompensated heart failure. See manufacturer reference number: 2916596-2024-01243. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.